Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) unit had an autofill error.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found a leak in the system. To fix the issue, the fse replaced the volume cylinder. The fse then, performed a preventative maintenance will full calibration, and tested the unit to factory specifications. The unit passed all tests performed was returned to the customer and cleared for clinical use.